Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air backflow into the port issue occurred. It was reported that there were bubbles in the tubing of the vizigo sheath right before they went transeptal. They stated that there was no visible damage to the hemostatic valve. They replaced the vizigo sheath, and the procedure continued without any further issues. Replacement vizigo sheath requested. They were advised to expect a return kit. A return kit was requested. The air backflow into the port issue was assessed as MDR reportable.

Manufacturer narrative:
On 20-dec-2022, additional information was received indicating air was not introduced into the patient. The physician flushed to eliminate bubbles. There were no patient consequences or medical intervention required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air backflow into the port issue occurred. It was reported that there were bubbles in the tubing of the vizigo sheath right before they went transeptal. They stated that there was no visible damage to the hemostatic valve. They replaced the vizigo sheath, and the procedure continued without any further issues. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 50000228 identified no internal actions related to the reported complaint condition. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additionally, the manufactured has been provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).